Event description:
Dexcom g4 sensor gave my son a rash with bubbles. I believe this is from the tape surrounding the sensor. Online there is a (B)(6) members with the same issue. There are many suggestions but there is no formal response the company.